Event description:
Info received indicates the head section will not stay in the raised position and drifts down over 15 minutes.

Manufacturer narrative:
The technician isolated the issue to the head cylinder. He replaced the head cylinder to repair the bed.